Event description:
It was reported that the threads of the inner shaft of a cayman mi flex shaft fractured intra-operatively.

Manufacturer narrative:
B.5 was corrected form "it was reported that the threads of the inner shaft of a cayman mi flex shaft fractured intra-operatively." To "it was reported that the tip of the inner shaft of a cayman mi flex shaft fractured intra-operatively." D.4 was corrected from "lot efgy" to "efgy". Visual inspection: the device was inspected. It was observed that the distal tip fractured through the proximal end of the flexible. The laser-cut pattern was also deformed in the form of bending, indicating that the distal tip was likely overloaded in bending. Device and complaint history records were reviewed and no relevant manufacturing issues were identified. However, two similar complaints were identified. As the device was manufactured in 2016, the root cause of the reported event was determined to be normal wear and/or overloading of the device. Repeated use over the lifetime of the instrument may have compromised the material integrity of the threaded tip.

Event description:
It was reported that the tip of the inner shaft of a cayman mi flex shaft fractured intra-operatively.